Event description:
It was reported during an implant procedure there was damage to an electrode when connecting the extension cable with the torque screwdriver. It was noted the "screwing was standard." The electrode was replaced with a new one which was normally connected with the extension cable. It was noted there was no harm or damage to the patient.

Manufacturer narrative:
Product ID 3389-40, lot# b0941280k, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).